Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was not properly responding to the stylus. It was noted that the a different stylus was used, and the display was calibrated multiple times, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was confirmed that the cursor and stylus were misaligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, and calibration was performed. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.